Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker reported that something was wrong with the surgery. The next day, the physician performed another surgical intervention. Three days later, the patient went to a healthcare facility due to heart swelling and a little bit of liquid inside the heart. Attempts to obtain additional pertinent information were unsuccessful. This pacemaker remains in service. No additional adverse patient effects were reported.